Event description:
Reporter stated she own two CPAP machines from philips. She did not know about the recall until she was surfing the internet and came across the recall information, she immediately called philips and it was confirmed. Caller said since she's been on the machine, she has developed asthma and was diagnosed with reactive airway disease (rad). She stated that she has never smoked or drank a day in her life. Caller said she also has nausea, headache, shortness of breadth, vertigo, dizziness, chest pain, muscle ache and bad nerve pain ever since she been on the machine. She said she never knew that all the symptoms she's been experiencing is coming from using the CPAP machine.